Manufacturer narrative:
The reported events were lead dislodgement and high pacing threshold. The measured full helix extension length was within specification. The reported event of high pacing threshold was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in capture threshold was observed due to right ventricular (rv) lead dislodgement. The lead was explanted and replaced and the patient was stable with no adverse consequences.